Event description:
It was reported that the patient passed out. The right ventricular lead exhibited noise which inhibited pacing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.